Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that for about a week had been experiencing a small shocking sensation on the outside of the vulva. Patient said that had a bad fall about two weeks ago and said that all the muscles and tendons in the buttock down to the ankle on their right side were messed up. Patient said still had mobility issues and very sore, was taking medication. Patient then said that noticed the shocking right after the fall. When asked, patient doesn't recall what they were doing at the time experienced shocking sensation. Patient also said that a couple of days after the fall experienced a return of bladder symptoms, said was gushing, however said that was better now. The patient decreased the setting. Reviewed programming guidance. Patient will maintain stimulation level and will continue to track symptoms. Patient was redirected to notify their managing physician of their fall and symptoms. Redirected to doctor if issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient said that at some point after the last call, because the sharp charges in groin and hip became so bad that patient decided to turn stimulation off and said that stimulation has been off for about a year and their symptoms have returned, like it was before the implant. Patient would like to turn therapy back on. Reviewed the replacement process and patient said that their managing physician has left the clinic and their didn't seem to be another physician in the same clinic that has any appointments until july. Patient requested physician listings. Emailed physician listings and replacement process email was also sent to the patient. Unrelated medical history included that patient has diabetes.